Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D2b: prosthesis, knee, patello femorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a female patient, initial right knee implanted on an unknown date, underwent a revision procedure on (B)(6) 2023. The patient had a loose femur which needed to be revised. The reported information indicted the patient had recall poly which could not be confirmed as no product information was provided and could not be determined with the reported information. The patient was revised to a size 3 right condylar constrained femur, 16 x 120 stem, 32 medium metaphyseal cone, and a size 3/13mm condylar constrained liner. There were no device breakages or surgical delays reported. The patient was last known to be in stable condition following the event. No other patient information/medical history reported. A device image was provided but no x-rays were able to be obtained. The reported information indicated the product is not returning due to the recall. No further information.